Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson within 24 hours of having attempted unsuccessfully to use the compact plus system system. The customer did not understand how to use the system. A request was made for the return of the meter and the strips, replacement was sent.